Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer only uses one meter and does not have any others. The customer's husband has used their meter and tested her sugar but does not assist with bolus. The customer is the only one that does the bolus. Their meter is stored in her room on the tray table, and other people may have been able to touch the meter if she was sleep. The customer stated she went to physical therapy for 45 minutes and the meter was left in her room. She came back to her room got her lunch, gave 11.5 units of insulin then probably passed out. She thinks she was the only diabetic on that side of the rehab and no one else used the same equipment. Customer stated she gave the 1st 11.5 units and placed the meter on the tray and remembers picking up fork to eat and then doesn¿t remember anything else after that. The customer does not remember receiving any alarms.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is (B)(6) 2019.

Manufacturer narrative:
Investigation included returned product analysis and review of data obtained from the pump and meter. The investigation determined that: there was only one paired meter found in the pump history, which was first recorded to have been used to program a bolus on (B)(6) 2018. Per the events recorded in pump history, the bg meter was routinely used to send bg readings and program boluses. On (B)(6) 2019 the patient experienced a hypoglycemic event following 12 boluses (with different units) programmed by the user within a short time frame. There is no indication of spontaneous delivery by the pump. 10 of the boluses were programmed with the paired bg meter and the other two (2) boluses were programmed with the pump. Review of the bg meter and pump memory confirm that the programming was done by the user. On (B)(6) 2019, analysis of the returned pump confirmed that the product performed per specification. Conclusion: based on the pump data that was analyzed, the pump performed as expected. The hypoglycemic event was as a result of multiple boluses programmed by the user. The cyber security allegation was not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level at 28 mg/dl. The customer alleged that their insulin pump was over delivering as they believe it was hacked. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device monitored for several days and no unexpected bolus deliveries noted. Device programmed with multiple boluses and all registered properly in the daily history noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).